Manufacturer narrative:
Product has not been received by laboratory for evaluation.

Event description:
It was reported that the physician observed that the tip of the shunt was defective prior to insertion before use. Patient complications were not reported.